Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Emergent device replacement was planned. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Emergent device replacement was planned. No adverse patient effects were reported. It was additionally reported that the patient expired from other causes that were not cardiac-related, though the exact cause of death was not known. The device is not expected to be returned. Despite attempts to obtain the information, the physician's name remains unknown.